Event description:
A transcatheter asd closure was attempted. Prior to the procedure, a transesophageal echocardiography (tee) was performed to assess the size of the defect, which was measured at 21 mm. Based on this measurement, an asd closure device with a size of 24 mm was selected. During the procedure, multiple attempts were made to deploy the device. However, the device could not successfully occlude the defect due to the presence of a floppy posterior rim. A repeat measurement of the defect was subsequently performed and revealed an increase in defect size from 21 mm to 27 mm, which was suspected to be caused by tissue tearing during the procedure. The procedure was aborted and the patient referred for a consultation for surgical repair.

Manufacturer narrative:
The review of the batch record and inspection protocols of the reported device revealed no deviation. All qc criteria were within specification according to the batch record. A4 is unknown.

Manufacturer narrative:
The review of the batch record and inspection protocols revealed no deviation. The device investigation did not reveal any deviations. The corresponding IFU covers all warnings and measures to avoid the occurrence of missizing events, together with their following impacts. According to the information from the customer, balloon sizing of the defect was not done. The medical expert assessment of a complaint with similar outcome also emphasized the importance of balloon sizing, and that there was no root cause related to the device. Based on the information provided by the customer, the complexity of the patient anatomy cannot be excluded as contributing factor of this particular complaint case. In the light of all available information, the root cause has been traced to non-device related factors.

Event description:
A transcatheter asd closure was attempted. Prior to the procedure, a transesophageal echocardiography (tee) was performed to assess the size of the defect, which was measured at 21 mm. Based on this measurement, an asd closure device with a size of 24 mm was selected. During the procedure, multiple attempts were made to deploy the device. However, the device could not successfully occlude the defect due to the presence of a floppy posterior rim. A repeat measurement of the defect was subsequently performed and revealed an increase in defect size from 21 mm to 27 mm, which was suspected to be caused by tissue tearing during the procedure. The procedure was aborted and the patient referred for a consultation for surgical repair.